Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. Customer¿s blood glucose level was 400 mg/dl. The customer stated that the insulin pump alarmed compromised force sensor system. The customer stated that the drive support cap was sticking out. The customer was treated with the insulin pump. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. Device received with cracked case display window corner.